Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that during a chirurgica procedure the instrument became crooked, therefore the instrument could not be used.

Manufacturer narrative:
A review of the manufacturing records did not identify any issues which would have contributed to this event. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. Additional information in evaluation codes.